Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain'), genital haemorrhage ('general abnormal bleeding') and endometrial cancer ('cancer/ endometrial cancer') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge") and ovarian cyst ("ovarian cyst") and was found to have endometrial cancer (seriousness criterion medically significant) and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy(full), salpingectomy (bilateral), oophorectomy (bilateral) and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, endometrial cancer, menorrhagia, urinary tract disorder, vaginal discharge, hormone level abnormal and ovarian cyst outcome was unknown. The reporter considered abdominal pain, endometrial cancer, genital haemorrhage, hormone level abnormal, menorrhagia, ovarian cyst, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for general abnormal bleeding, menorrhagia (heavy menstrual bleeding, ovarian cyst, endometrial cancer. Type of additional surgeries: other, tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: other. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Case became incident. The event injury was replaced with events from pfs: pelvic/abdominal, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), urinary problems, vaginal discharge, cancer/endometrial cancer, hormonal changes, ovarian cyst. Essure removal date and surgery was added, laboratory data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.